Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a right ventricular (rv) defib impedance alert was triggered for one high measurement possibly due to physiological variance and that the trend was stable after the one high measurement. It was further reported that during the device interrogation manual impedance tests were performed and noise was detected on the lead electrogram during the test only. The device and rv lead remain in use. No patient complications have been reported as a result of this event.